Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Procedural images were submitted to medtronic for review which showed a location of the valve in a supra-annular position. In a separate image, a snare is seen attached to a commissure paddle of the valve frame. An image shows filling of the left coronary system. A still image was included of the explanted bioprosthesis. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Per device instructions for use (IFU), occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. Per the IFU, repositioning of a fully deployed valve is not recommended and can result in adverse effects such as valve dysfunction and emergent surgery. In this case, with the information available, the most likely cause of the occlusion was the snaring of the valve and the initial high positioning of the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with aortic stenosis, the valve was positioned higher than intended. Due to the high positioning, the patient continued to develop symptoms related to untreated aortic stenosis. Approximately six months following the valve implant, the valve was snared up to with the intention of implanting a second transcatheter valve, however, the snared valve blocked the coronary arteries. Surgical intervention was performed to remove the snared transcatheter valve. A surgical aortic valve was implanted. No additional adverse patient effects were reported.